Manufacturer narrative:
(B)(6)2021 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Consumer contacted via social media and stated that the toothbrush heads were not staying on the toothbrush while brushing, and the brush heads were shifting and turning while brushing. No injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer contacted via social media and stated that the toothbrush heads were not staying on the toothbrush while brushing, and the brush heads were shifting and turning while brushing. No injury was reported.